Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va2mmq4) revealed that the {x} conductor(s) was/were broken; {x} cm from the {distal/proximal} end of the lead. Continuation of d10: product ID 978b128 lot# va2mmq4 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2mmq4 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4) h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their symptoms returned 3 months ago. Patient went into the clinic for assistance with program changing. Pa in clinic was unable to contact with device. Prior to revision of battery and lead. Pa had mentioned the day of surgery that they were unable to communicate with the patients battery and deemed the battery dead. No radiology imagining was done prior to surgery procedure. They were was able to interrogate the device with difficulty prior to heading to the operating room. All impedances were off > 4000 ohms. Upon starting the procedure, c-arm was used to visualize the old battery and lead. Provider noted that the lead had been twisted , numerous times as the lead was coiled back upon itself like a telephone cord when twisted. Hcp used the terms " twiddler's syndrome". Upon explant of the lead, provider noted the lead to be fractured at sight close to battery enter sight. Device was completely explanted without difficulty and new battery and lead were implanted without difficulty. Of note, after the procedure, patient and husband both verbalized that patient has the start of alzheimer's and does not remember doing anything to the battery.